Event description:
It was reported that during a flight the patient felt her device switch off. The programmer indicated a power-on reset ("por") had occurred. The patient was instructed on how to clear the por and therapy was restored. The patient's neurologist was informed of the event. The device was interrogated on (B)(6)2010 and it appeared to be functioning correctly. The device time and date were incorrect and were rectified. The patient's physician was informed of the outcome of the review.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.